Event description:
During a visit for equipment maintenance, an ocd field engineer observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer performed maintenance on the probe returning the instrument to expected operation. The cause of this event was a partially occluded reagent metering probe.